Manufacturer narrative:
A serial number provided is not valid in sap, therefore a review of the device history record cannot be performed. A review of the complaint history record was performed, which does not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported the device received ail bolus limit error message during patient side occlusion test. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the device received ail bolus limit error message during patient side occlusion test. There was no patient involvement.